Event description:
It was reported the pt experienced inadequate pain coverage in the desired pain pattern. The pt was reprogrammed which provided some coverage. Surgical intervention will be undertaken in near future based on x-ray results.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.